Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: weight to the spec, opening on the posterior side and red particles in the shell. A visual and microscopic analysis were performed which identified ssarp opening, striated opening and crease fold. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: sharp opening on posterior assessed as an unidentified (tear) opening. A striated opening, assessed as, a surgical damage consistent in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture confirmed via MRI.

Event description:
Healthcare professional reported left side rupture. Device was explanted.